Manufacturer narrative:
Investigation is ongoing. The status of the device is unknown.

Event description:
As reported by our affiliates in germany, the patient underwent an implant of a 26mm sapien 3 ultra valve, in aortic position by right transfemoral approach. When inserting the valve into the sheath, high push force was found and a bent strut of the valve was visible in the angio. The delivery system with valve was withdrawn into the sheath. The whole system was removed as a unit and replaced with a 16f esheath. A new valve was successfully implanted. After removing the 16f sheath a femoral occlusion was visible in the access artery. The patient underwent a surgical revision of the access vessel with good outcome.

Manufacturer narrative:
No product returned engineering evaluation was performed. As no product was returned, no visual inspection, function testing, dimensional testing nor imaging review could be performed. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the complaint codes below. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. Commander delivery system with s3u thv, device preparation training manual, and procedural training manual were reviewed. No IFU/training deficiencies were identified. As the complaint was unable to be confirmed, a complaint history review is not required. Additionally, as the issue has been previously identified in product risk assessment (pra), which captures root cause analysis for the issue. A product risk assessment was previously performed per management discretion to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities. The complaint was unable to be confirmed as no device or relevant imagery was provided for evaluation. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history, and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, ''when inserting the valve into the sheath, high push force, no kinking of the sheath visible in the angio. After the sheath, a bent strut of the valve was visible in the angio''. Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. In this case, it is possible difficulty was encountered during delivery system advancement so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting the sheath shaft and resulted in the reported frame damage. These procedural conditions, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. As such, available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The complaint was unable to be confirmed. Due to the unavailability of the device and/or imagery, it cannot be determined if a manufacturing non-conformance contributed to the reported event. Available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined. No labeling or IFU/training inadequacies were identified.

Manufacturer narrative:
Update to b4, d9, g3, g6, h2, h6 and h10 to reflect device return and evaluation. The valve was returned crimped on delivery system and inside a loader assembly. The returned device was visually inspected for any abnormalities. No bent struts were observed on crimped valve, likely due to bent strut corrected when retrieved through loader tube. All struts exposed through skirt, normal after crimping and use. The delivery system with the crimped valve was able to be fully advanced through the sheath without any issues. No dimensional testing was performed. The evaluation is based on visual inspection. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the complaint codes. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Commander delivery system with s3u thv, ce, device preparation training manual, and procedural training manual were reviewed. Per the training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible''. No IFU/training deficiencies were identified. The complaint was unable to be confirmed based on the returned device. Per product evaluation, the crimped valve was returned completely retrieved back into the loader assembly. Retrieving the crimped valve through the loader may have corrected the bent strut. No potential manufacturing non-conformance were identified during evaluation. A review of the DHR, lot history, and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials also did not reveal any deficiencies. As reported, ''when inserting the valve into the sheath, high push force, no kinking of the sheath visible in the angio. After the sheath, a bent strut of the valve was visible in the angio''. Per training manual, ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification'', ''if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system'', and ''do not over-manipulate the sheath at any time''. In this case, it is possible difficulty was encountered during delivery system advancement so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting the sheath shaft and resulted in the reported frame damage. A CAPA has identified potential areas for s3u design/process improvement. As such, available information suggests that procedural factors (excessive device manipulation) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A product risk assessment was previously performed per management discretion to assess the risks associated with high push force of the sapien 3 ultra valve with the commander delivery system and esheath configuration. In addition, a CAPA was previously initiated to capture further investigation and any possible corrective or preventative action activities.